Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set disconnected from the line. The following information was provided by the initial reporter: clinical products advisor of the hospital reported that one of the oncology 5 port lines, the smartsite connector disconnected from the line.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22035395. D4: medical device expiration date: 03-mar-2025. H4: device manufacture date: 03-mar-2022. D10: device available for eval yes. D10: returned to manufacturer on: 10-may-2023. H6: investigation summary one 11426965 sample was received without the packaging for investigation furthermore, the lot number of the complaint sample was reported unknown. Residual fluid was detected in the device. A visual inspection of the returned sample confirmed the customer's experience, as the tubing joint of the lower smartsite y-site had separated. A close inspection of the location of separation suggests minimal signs of solvent were present at the affected joint. The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused by an insufficient amount of solvent having been applied to the tubing during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. Evaluation of the laser inscribed smartsite® ID determined the likely lot number for the affected product to be 22035395. A review of the production records for lot 22035395 did not identify any in-process testing failures or quality deviations which may have resulted in a fault of this nature.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set disconnected from the line. The following information was provided by the initial reporter: clinical products advisor of the hospital reported that one of the oncology 5 port lines, the smartsite connector disconnected from the line.